Event description:
For about a month the patient was having an issue with the meter in that it would display the batter icon even after the batteries were replaced. Meter sometimes would give a reading and then other times it would show the battery icone. Three weeks ago, the patient was experiencing blurry vision and tried to test on the meter and was unable to obtain a reading since the battery icon was flashing. They then went to see their doctor who tested them and teated them with an oral medication. Family member does not recall the reading their patient obtained at the doctor's office. Customer service had the patient check that the batteries were in good condition and correctly installed properly and meter still prompted the battery icon. Customer service was unable to resolve the issue and sent patient a new meter.